Event description:
It was reported that the customer had blood glucose levels of 508mg/dl. It was also mentioned that the customer fell and was hospitalized. Calibration errors and lost sensor alerts were also reported. Troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.